Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
A (B)(6) year old white male with an ohca secondary to ventricular fibrillation. Cooling was initiated and patient was enrolled into the study after informed consent was obtained. Zoll quattro ivtm catheter was inserted on right femoral vein on (B)(6) 2015 @ 1549. Cooling initiated at (B)(6) 2015 @1700, rewarming started (B)(6) 2015@ 1800, and normothermia was reached (B)(6) 2015 @13:00. Catheter was removed on (B)(6) 2015 @ 14:40h. The patient experienced an adverse event: ileus which began on (B)(6) 2015 @1015. The event was reported as not serious, not device or treatment related, and not anticipated complication. However, it was reported to be related to clinical condition. Event required treatment of manual disimpaction and administration of medication. Ileus was resolved with sequelae on (B)(6) 2015 @ 06:55. The investigator established that there was no relationship between the reported event with the device or procedure. The patient was discharged on docusate.